Event description:
The customer reported that several days after a hysterectomy in which a ligasure device was used, the pt returned to the or and was treated for inflammation of the ureter. The pt has been reported to have fully recovered.

Manufacturer narrative:
The site has indicated that the incident sample is not available for investigation. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. We are working in conjunction with covidien's medical director to develop a list of questions to send to this site in order to better understand this incident.